Event description:
It was reported that prior to a scheduled retrieval, it was found that three limbs of a vena cava filter had allegedly detached and migrated. Reportedly, one limb migrated and embolized in the heart; the other two limbs embolized in the periphery of the lung. The pt is asymptomatic. The filter was retrieved. At this time there are no plans to retrieve the detached limbs. No pt injury.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The product involved was not released by the hospital; therefore, no sample evaluation could be done. Based on the info received, the results are inconclusive and the definitive root cause of the event is unk. The current IFU (instructions for use) on potential complications states. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. A copy of a maude event report has been received and was submitted to FDA. It should be noted that this report stated that the filter was retrieved "to prevent further embolization". New info was received from the risk management department of the user facility. It was reported that the pt had no symptoms, but wanted the filter removed. The detached limbs were found on the x-rays prior to the scheduled procedure. The filter was retrieved without incident. The pt remains asymptomatic.